Event description:
It was reported that when using a bd phaseal injector luer lock n35j coring occurred and foreign matter was found in the saline bag. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The root cause of the defect was not found.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd phaseal¿ injector luer lock n35j coring occurred and foreign matter was found in the saline bag. There was no report of exposure, serious injury or medical intervention.